Event description:
A consumer reported that 4 years ago, he had intraocular lens (iol) implants in both eyes with multifocal implants which gave him full satisfaction for the first 2 years. For the past 18 months, the quality of his eyesight (at close range and in distance) had become significantly worse to the point that he started wearing glasses. The consumer can sometimes read journal in very bright conditions, but otherwise requires glasses. Per consumer, in the postoperative period he had a quasi integral vision. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. (B)(4).